Event description:
It was reported that on (B)(6) 2022, during the insertion of a suprapatellar tibial nail the driving cap/threaded came loose from the insertion handle. The resident retightened the driving cap/threaded and began hitting the driving cap/threaded with the mallet again. The driving cap/threaded came loose one more time and during retightening, the driving cap/threaded was noticed to have broken. There was no surgical delay. The procedure was successfully completed. The patient outcome was unknown. This complaint involves (1) device .driving cap/threaded.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.